Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative was unable to verify patient's account on record and sign in to the app. Subsequent follow-up with the patient found no issues; system was working properly. No additional patient or event information is available.